Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. D4: expiration date. G3. G6. H2. H4: manufacturing date h6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on april 18, 2007. A revision occurred on dec 14, 2022 due to pain and elevated metal ions. During the revision black discoloration was noted to the tissues and the stem and taper adaptor were cold welded together. All implants except the stem were explanted and replaced. A definitive root cause cannot be determined.

Event description:
It was reported pt underwent a revision procedure 15 years and 7 months post-implantation due to pain and elevated metal ions. During the revision it was noted the patient had black discoloration to synovial tissue and taper adapter cold welded to trunnion. All components exchanged without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157860 m2a-magnum pf cup 60odx54id lot number: 354890, 157454 m2a-magnum mod hd sz 54mm lot number: 473990, 139264 bi-metric/x por nc lat 18x170 lot number: 635890. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00711, 0001825034 - 2023 - 00709, 0001825034 - 2023 - 00708. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.